Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. Additionally, customer was adding and removing insulin outside of the load sequence. Customer successfully resumed insulin deliveries after the system check. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.